Event description:
Pt with abnormal stress testing and diagnostic catheterization showing a 99.9% narrowing in the mid left anterior descending coronary artery. The pt was referred for angioplasty of this lesion. Complications: 1. Shearing of the outer coating of the pt graphics wire requiring snare and removal of the majority of the wire segment with a small perhaps 4 mm length floating distally into a small distal capillary bed which will almost certainly be of no clinical consequence. Etiology of complication: in retrospect, due to the kinking in the wire proximally, dr certainly applied more pressure to remove the wire than dr normally would have. Dr certainly would not have applied such pressure had dr felt any resistance coming from somewhere else in the wire. Embolization of the wire coating fragment however will almost certainly be of no clinical significance.